Event description:
Some of the or packs have been recently converted to the med-line brand. The blue towels in medline packs have a (new to us) feature where there is a white tag attached to each of the blue towels. The white tags are sewn into the seam of the towel but are easily torn off. Further, this pack had a towel in which the white tag was already disconnected from the towel and loose in the pack.